Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received methadone, marcaine, and dormicum (unknown concentrations and doses) in an implantable pump for an unknown indication for use. On an unknown date (week of (B)(6) 2017), a motor stall occurred with no recovery recorded. This was the second motor stall seen within a week (other event pertains to mfg. Report# 3004209178-2017-06300). Elective replacement indicator (eri) was listed as 8 months. No symptoms or further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event occurred after a refill. The motor stall did not recover. Troubleshooting and actions included updating the pump with the programmer. Symptoms included return of pain and withdrawal symptoms. The pump would not be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-15, additional information was received from a foreign manufacturer representative (rep). The information provided "2011" as the implant date of the pump. Additional information also reported a new pump was implanted on (B)(6) 2017.